Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the charging system would not turn on and a replacement charging system did not resolve the issue. The sjm representative confirmed the external devices were unable to communicate with the ipg. The patient reports the ipg was last recharged successfully on (B)(6) 2017 and stimulation was last felt was (B)(6) 2017. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy was resumed.